Event description:
The account alleges that the bed exit would not alarm when a pt fell out of the bed. There was an injury as a result. The pt suffered a broken nose, head wound, and a possible broken wrist. The pt was found on the floor near the restroom. No other pt info was given by the account.

Manufacturer narrative:
The technician determined that the device performed as designed. The technician was unable to duplicate the issue. After further investigation, it was determined that the bed exit did alarm, when the nursing staff entered the room and found the pt on the floor. Pursuant to our response to warning after 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.